Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the ventricular lead had perforated and was on a nerve. The patient was noted to "lift off the bed" when a magnet is placed over the device. The lead was capped and replaced. No further patient complications have been reported as a result of this event.